Manufacturer narrative:
No additional information was available. The available information suggests that this s-ICD device and electrode remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services to ask why the device was implanted on the left side. The technical service's consultant discussed the typical device locations for both transvenous and subcutaneous implantable cardioverter defibrillation (s-ICD) system. The patient had complaints of whole body pain and leg difficulties following the implant procedure. The patient expressed dissatisfaction with the hospital as the patient was discharged one-day post implant. The patient was discharged despite notifying the hospital nurse of the persistent pain and leg issues. The technical service's consultant suggested that the patient should contact the physician to discuss the total body pain and leg issues further. The patient felt that the 60 joule shock that was delivered during the procedure may have caused or contributed to the patient's issues. The patient was informed that shock testing is usually part of the procedure. The technical service's consultant suggested again that the patient should discuss of the questions with the physician. The patient made a general comment of legal action in order to "fix the rules".

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been presented back to the electrophysiology (ep) laboratory in (B)(4) 2018. This device was explanted due to infection.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on august 14, 2018. The subcutaneous implantable cardioverter defibrillation (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) device and implantable transvenous right ventricular (rv) defibrillation lead. There were no reported patient adverse effects as a result of this replacement procedure. To date, this s-ICD device has not been returned to boston scientific.